Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4) - anvil. The analysis results found that the cdh29a device arrived in good visual condition. The casing half washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. In addition, the anvil was received damaged with a washer present and uncut; it is possible that the returned anvil does not belong to the returned device. No functional test was performed due the condition of the anvil. While no conclusion could be reached as to how the anvil became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic sigma procedure, the instrument head could not be connected, no further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.